Event description:
Reporter stated that patient exhibiting hypoglycemic symptoms. Reporter tested patient's blood glucose, using the suspect device,and obtained a result of 234 mg/dl.reporter indicated that, based on patient's symptoms, he was given a glass of orange juice, after which he reportedl felt better.reporter stated that patient's blood glucose was retested 30 minutes later,using the suspect device,with a result of 258 mg/dl. No additional treatment was received. Quality control testing had not been performed on the system.technical support requested the return of the suspect product and replacement product was shipped.